Event description:
It was reported to philips that the device showed a charge button fault when turned on. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device showed a charge button fault when turned on. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Upon conclusion of the evaluation, it was determined that the customer's problem was attributed to user error, for which training was provided to rectify. The device remains at the customer site and no further evaluation is warranted at this time.